Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was implanted with an afx2 bifurcated and a vela suprarenal device. On (B)(6) 2017, the patient presented with a endoleak type iiia junctional leak. The physician elected to place an extension between the main body and suprarenal to successfully resolving the leak. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiia. Additionally there was evidence to reasonably support the following observations; intraoperative type ia endoleak resolved with cuff placement, temporary bilateral renal artery blockage resolved with an off label technique and left renal artery stenosis of 60-70% noted. The most likely cause of the loss of seal was the off label technique used to use reposition a malpositioned cuff caudally to uncover the renal arteries and the repeated aggressive ballooning. There was no procedure related harms identified. The patient was discharged on the first post-operative day in stable condition. There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.